Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. This malfunction involved all 12 patients with no reported consequences. Five female and seven male patients were reported, and 11 patients ages were reported ranging from 38 to 73 years. Two patients weight were reported and ranged from 81 to 120 kgs. All other patient details were unknown.

Manufacturer narrative:
H10: the lot number was provided for 8 out of 12 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the 12 malfunctions. Out of 12 malfunctions, eight malfunctions were confirmed for the alleged perforation and tilt. Three malfunctions were confirmed for perforation but inconclusive for tilt. The remaining malfunction is confirmed for the alleged perforation; however, unconfirmed for filter tilt.based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (gfxf3374, gfar3071, gfap2569, gfaq4141, gfxk3040, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 12 devices, eight lot numbers were provided and lot history reviews were performed. None of the 12 devices were returned to the manufacturer for evaluation, however, medical records were provided for 11 malfunctions. For seven malfunctions, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). For three malfunctions, the investigation is confirmed for perforation, however, the investigation is inconclusive for filter tilt. For one malfunction, the investigation is confirmed for perforation, however, the investigation is unconfirmed for filter tilt. For one malfunction, the investigation is inconclusive for perforation and filter tilt as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Gfxf3374, gfar3071, gfap2569, gfaq4141, gfxk3040, unknown).

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device, and patient device interaction problem. This information was received from various sources. This malfunction involved all 12 patients with no consequences. Five female and seven male patients were reported, and 10 patients ages were reported ranging from (B)(6) years. One patient was reportedly (B)(6) pounds, however, the weight of the other 11 patients was not provided.